Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose. She said that on monday, (B)(6) 2017, her blood glucose was 453 mg/dl and that she could not get it to go down with the pump so she was taken to the hospital via ambulance. By the time she was admitted, the customer¿s blood glucose was over 500 mg/dl. She said that she was treating with the pump at first and then started treating with injections. She was admitted because of an eye and ear infection and was released after four days but still had a high blood glucose and couldn¿t get it down. The customer was not wearing the pump at the time of the hospitalization and was off of pump therapy for less than 48 hours. Her current blood glucose is 135 mg/dl. During troubleshooting for high blood glucose, the customer was unable to remove/change her set at the time or to check her pump settings. The customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returning for analysis.